Event description:
It was reported that shaft of the 5 mm monopolar cautery instrument was peeling. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the main tube insulation is damaged in areas toward the distal end. The insulation is damaged in areas toward the distal end. The insulation has small cuts grouped in twos, 90 degrees apart, that expose the bare metal of the tube. The cuts have created a flap of insulation material roughly equivalent to the size of the exposed section. The damage to the tube insulation was most likely caused by instrument collisions and or rough handling. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences. Such as disconnection of the instrument tip.